Event description:
Healthcare professional additionally reported exchange due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported, capsular contracture, baker grade IV.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted. Manufacturer of the device is unknown.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, crease fold and brown particles in fill channel. Leak test and microscopic analysis were performed which identified: sharp opening on patch, white particles inner the shell and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported exchange due to the patient's concern with the product. Device has been explanted.